Event description:
It was reported that a spectrum pump failed to deliver the programmed amount of amiodarone during therapy in the coronary care unit. It was set to deliver at 16.7 ml/hr but reverted back to 33.3 ml/hr without user input, which was the incorrect delivery rate (programmed amount was unk). It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.